Event description:
It is reported that surgery was delayed by an unspecified amount of time when the surgeon was not able to connect the threaded extractor to m/dn during the surgery of removing the m/dn tibia.

Manufacturer narrative:
Eval summary - cause cannot be definitively determined. Eval - as returned, the instruments exhibit damage to the threads on each end of the devices. The extractors were found to be conforming to print specs and have potential field ages ranging from 2.5 to 9.5 years. Device history records indicate all components were manufactured and inspected to spec.